Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the or and during the pre-op device check high out of range pacing lead impedance and increased rv capture threshold were observed. The physician capped and replaced the lead on (B)(6) 2018. The patient tolerated the procedure well, and will continue to be monitored.